Event description:
The customer stated the CPR function on the bed is not working. The head hi/low functions is still working. The bed was out of service.

Manufacturer narrative:
The technician troubleshoot the bed with CPR issues and found that the bolt for the CPR unscrewed from the link attachment. He reattached the bolt to the link, tested all functions and found the bed was functioning properly.